Event description:
Infusion set: autosoft xc . Insulin type: novolog.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.